Event description:
It was reported that the asymptomatic patient presented for a routine follow up. An alert message for a possible high voltage lead issue and low hv lead impedance were observed. The lead and device was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.

Manufacturer narrative:
. The reported field event of low hv lead impedance was confirmed via review of programmer printouts. The device was tested on the bench as well as using automated test equipment and no anomalies were observed. The cause of the impedance anomaly could not be determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.